Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and device was not detected on bus. A field service engineer found that the full height drawer 4, rows c and d were missing in the enterprise server storage space configuration. The station was shut down and the drawer was removed. All cables were inspected and reseated. After rebooting the station, all cubie pockets returned. Using test software, all pockets were ejected and the area underneath was cleaned to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, device not detected on bus. Full height drawer had issue with reseating pyxis bus cable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.